Event description:
It was reported that "the customer unpacked the shipment of 10 boxes and placed them in the supply cabinets. She noticed that a piece was kinked in each original packaging". No patient involvement.

Manufacturer narrative:
Qn#: (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the customer unpacked the shipment of 10 boxes and placed them in the supply cabinets. She noticed that a piece was kinked in each original packaging". No patient involvement.